Manufacturer narrative:
An investigation is currently underway. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported to tyco healthcare/kendall on 8/27/2007 that a chest tube was used during a procedure. The complaint alleges that the patient underwent open heart surgery in 2005 and that two argyle chest drainage tubes were placed, and were removed on six days later. The complaint alleges that when the chest drainage tubes were removed by the nursing staff, a 1.1 cm hole was torn through the right atrium into his chest cavity causing the patient to bleed out through the hole, go into cardiac arrest, and die on the same day.